Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and broken battery tube threads. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 154 mg/dl. The customer stated the insulin pump was exposed to water. Now the insulin pump is vibrating without an alarm, until the button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.